Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex circuit failed and the console display showed only 48,000 rotations per minute (rpms) due to a worn out device. It was determined that with this type of damage, an e9 error code would have been observed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was discovered that the motor device had an e9 error code. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.